Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently the device was explanted (specific date not reported). The patient was reimplanted with transcutaneous osia implant system on (B)(6) 2025.